Event description:
It was reported that patients ipg was not working as intended. It was noted that it would not connect to the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately four months ago from date manufacturer was made aware.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patients ipg was not working as intended. It was noted that it would not connect to the remote control. The patient underwent an ipg replacement procedure and was doing well post operatively.